Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the test cut passed, however, the cutter was damaged and was replaced. Device has not been returned for annual pm. Per the meshgraft ii tissue expansion system instruction manual (IFU 06001810593) "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance". Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter name and address: (B)(6).

Event description:
It was reported that the skin patches got damaged. This did not occur during surgery and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.